Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp) regarding an unknown patient who was receiving an unknown medication via an implantable pump. Indications for use, concomitant medications, and pertinent medical history was not provided. The hcp was going to perform a dye study on a patient that was having issues; they did not know what issue the patient was having, nor if any patient symptoms were present. Additional information regarding the patient, dye study results, nature of the issue, onset of the issue, symptoms, cause, resolution, device identification, and medication were requested. If additional information is received, it a follow-up report will be sent.